Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's action when changing fluid during therapy. On the same day as the event onset, the patient was hospitalized for peritonitis and started treatment with cefazolin sodium (1g daily; route not reported), cefazolin sodium oxime (1.5g daily; route not reported), and intravenous avelox (0.4g daily) for peritonitis. Dianeal therapy remained ongoing. Fourteen days after the event onset, the cefazolin sodium, cefazolin sodium oxime and avelox were discontinued and the patient was deemed recovered that same day however hospitalization was ongoing. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.